Event description:
Patient reports that he was shocked when he went through a door at a local retail store and "was thrown out into the hallway." Patient reported also that he hurt his back as a result of the shocking episode. Contact with the patient's health care provider was not possible as the phone had been disconnected. No further info is available at this time.